Event description:
It was reported that 2 minutes after a procedure, the tool was shaking, black liquid was coming from the tip and the motor was overheating. There was no patient impact in this event. The procedure was completed using backup products.

Manufacturer narrative:
H3: product analysis for attachment: evaluation of the device confirmed black dirt was inside. The likely cause of failure could not be determined. It was also noted that the bearings were broken and missing, and the tip was deformed. H3: product analysis for tool: evaluation could not be performed as the device was discarded by customer. H3: product analysis for motor: no conclusion can be drawn. Device was returned and the evaluation is anticipated but not yet begun. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: pss unknown tool, serial/lot #: unknown, ubd: , UDI#: ; product ID: em800, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.